Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, following inflation, the stent delivery system was removed. Outside the body it was discovered that the stent was adhered to the balloon. The procedure was successfully completed with another multi-link stent. Reportedly no pt injury occurred.